Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to severe highs. The caller stated that the buttons were sticking and the insulin pump beeps, had a loud sound, and alarmed no delivery during the manual prime process. Troubleshooting was performed. Instructed the customer to run a manual prime test and the device rewinds slowly and did not alarm no delivery. The customer stated that she was vomiting, had extreme thirst, and her blood glucose was over 500mg/dl at the time of her admission. The customer experienced severe diabetes ketoacidosis and her blood glucose was treated with an insulin drip. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.